Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The foreign debris found protruding from the air/water nozzle noted to be like a clear plastic like material. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following defects were identified in relation to the customer specified fault: inspection of the device outlet condition noted blockage evident. Biopsy channel inspection including condition and brush passage noted fail, leaking observed on the biopsy channel. Technical evaluation has confirmed the customer specified fault ¿leak air water channels¿. The biopsy channel noted leaking. Evaluation findings also noted that an unidentified blockage was protruding from the outlet pipe, the blockage appears to be a clear plastic like material. Service repair noted that the item (foreign debris ) did not originate from the olympus endoscope. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "leak air water channels" found during maintenance. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign debris protruding from the air/water nozzle. This report is being submitted for the foreign debris found from the air/water nozzle (handling issue, insufficient reprocessing issue).